Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The following event is considered a sudden change in therapy/symptoms. Patient reports pain, "pinchy, fire burning" sensation at the ins site. They are currently sitting and not doing anything strenuous; this has never happened before. The event occurred (B)(4) times the morning of the initial report, but isn't happening now and the patient doesn't know what triggered it. It was reviewed that the call center isn't qualified to answer medical questions, comment on medical symptoms, or provide medical direction. Patient was redirected to their healthcare provider (hcp), but has tried reaching them to no success. In the mean time, they will turn stimulation off to see if that helps. No further patient complications have been reported as a result of this event.

Event description:
Additional information was received from the patient. They reported that the device worked at first and then stopped over time. They turned the device off and repeated how it would get warm and also said that they would feel a little zing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the cause of the burning sensation was the stimulation on a program. Turning the stimulation off resolved the burning sensation. On 2017-07-26, it was reported to the hcp that the patient was having pain and the pain and burning was constant. The pain was at the ins site so the patient turned the ins off, noting that there was not a lightening bolt on the device. They were scheduled for an appointment on (B)(6) 2017. At the appointment, they noted that the pain resolved overnight almost immediately after turning the device off. They tried 3 of 4 programs, so those 3 were changed. They were scheduled for a return visit on 2017-09-07 if the new settings were ineffective. They were comfortable at the time of the report.